Event description:
It was reported that (1) er320 was used with laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 clips were falling out of the jaw of the device. After approx five firings. The clips loaded properly on one incident. Opened another device to complete the case. There was no pt consequence.